Manufacturer narrative:
The device was not returned to olympus, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cutting wire on the single use sphincterotome broke during a therapeutic endoscopic sphincterotomy. The procedure was completed with another device and there were no reports of patient harm.